Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that surgical intervention was attempted to remove a broken drainage catheter tip. On (B)(6) 2024, an all-purpose drainage catheter was placed into the gallbladder to drain an infection and bile. On (B)(6) 2024, the patient was intubated for respiratory failure, exhaustion, sepsis, and multi-organ failure. A computed tomography (CT) scan showed increasing size of perihepatic collection. A drainage catheter was placed into the perihepatic collection. There were two drainage catheters in use at this point. A percutaneous drainage catheter into the collapsed gallbladder, and a percutaneous drainage catheter in perihepatic collection. On (B)(6) 2024, the drainage catheters were both removed, and two new drainage catheters were placed. On (B)(6) 2024, a CT scan noted that a drainage catheter appeared to have been cut/snapped and lies in the abdominal wall approximately 2cm below the level of the skin. On (B)(6) 2024, the patient was deteriorating, repeat abdominal CT scans revealed the retained drain, the perihepatic collection remains essentially stable. On (B)(6) 2024, ultrasound of the abdominal wall was performed, and the tip of the drain was seen in the abdominal wall. A surgical attempt was performed to remove it, but the tip could not be located. It was presumed to have fallen into the peritoneum. It was further reported that it wasn't considered clinically appropriate to attempt further interventions to remove the detached tip. The patient had deteriorated further unrelated to the detached tip. Ultimately, the patient passed away on (B)(6) 2024 though it was unrelated to the detached tip.

Event description:
It was reported that surgical intervention was attempted to remove a broken drainage catheter tip. On (B)(6) 2024, an all-purpose drainage catheter was placed into the gallbladder to drain an infection and bile. On (B)(6) 2024, the patient was intubated for respiratory failure, exhaustion, sepsis, and multi-organ failure. A computed tomography (CT) scan showed increasing size of perihepatic collection. A drainage catheter was placed into the perihepatic collection. There were two drainage catheters in use at this point. A percutaneous drainage catheter into the collapsed gallbladder, and a percutaneous drainage catheter in perihepatic collection. On (B)(6) 2024, the drainage catheters were both removed, and two new drainage catheters were placed. On (B)(6) 2024, a CT scan noted that a drainage catheter appeared to have been cut/snapped and lies in the abdominal wall approximately 2cm below the level of the skin. On (B)(6) 2024, the patient was deteriorating, repeat abdominal CT scans revealed the retained drain, the perihepatic collection remains essentially stable. On (B)(6) 2024, ultrasound of the abdominal wall was performed, and the tip of the drain was seen in the abdominal wall. A surgical attempt was performed to remove it, but the tip could not be located. It was presumed to have fallen into the peritoneum.